Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl groshong nxt catheter w/ hydrophilic stiffening stylet. A gross visual inspection of the stylet found that a kink was present at the distal end of the stylet. Microscopic inspection of the stylet found that small amounts of use residue were present throughout the stylet, indicating that the device had at least experienced some use. Inspection of the kink location was unable to identify any other features which would indicate how the kink formed. The catheter tubing was bisected at the location of the kink to inspect the inner wall for any signs of heavy manipulation. No remarkable features were observed on the inner wall. Based on the available evidence, there were no features observed which could aid in identification of a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when the catheter was opened from its packaging but remained unused. Upon inspection, the catheter tip stylet was severely kinked and unusable.